Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. No issue was identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765, lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) migrated laterally toward the axilla, causing the patient some discomfort. The device was explanted and replaced with a smaller device due to the patient being lean and the fact that the device battery was more than half depleted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.